Event description:
Pt underwent an abdominal angiogram for intestinal angina. Following angiogram, decision made to perform angioplasty. In the process of removing the angioplasty balloon, a distal fragment of the balloon was likely sheared from the wallstent and traveled into the superior mesenteric artery. Fragment was successfully retrieved with a snare. During the snaring procedure a dissected flap was created. The pt was taken to the operating room that same day and underwent an exploratory laparotomy. Postoperatively, the pt's condition deteriorated. On 8/3/97, the was was found asystolic. Cardiopulmonary resuscitation was initiated but was unsuccessful. The pt was pronounced at 6:11 pm.